Event description:
It was reported that three weeks prior to the report, the patient went to the chiropractor and a ¿rolly thing¿ was used on his back due to back pain. There was reportedly a ¿bump¿ at ¿the bottom of the tailbone, where the lead connected to the implantable neurostimulator (ins).¿ after the appointment, the patient noticed that the ¿bump¿ had moved ¿about half an inch.¿ ever since then, the patient had been constipated. The patient had not had any falls or trauma nor had there been any changes made to the patient¿s medication. The reporter indicated that the patient met with a manufacturer¿s representative and healthcare provider (hcp) and it was stated that the lead was ¿functionally correct¿ and the ins had about 1.5 years of life left. The patient was however ¿sure¿ that the lead had migrated and was the cause of the constipation. It was noted that the patient had not noticed any return of symptoms and the de vice was controlling his urinary symptoms well. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3889-28, lot # v177511, implanted: (B)(6) 2009, product type lead. (B)(4).